Manufacturer narrative:
Method - device was not returned; followed up with company representative.

Event description:
It was reported that the pt underwent a two levels x-stop procedure at levels l3/l4 (12 mm device) and l4/l5 (10 mm device). Approximately 3 months postoperative, the pt's spinous process at level l4/l5 was fractured. Subsequently, the physician removed both devices and performed a decompressive surgery (laminotomy) at level l3/l4. Reportedly, the procedure was completed successfully. The pt's status was good. No additional info was reported.